Manufacturer narrative:
Continuation of d10: product ID 37612 serial# (B)(6). Implanted: (B)(6) 2019: product type implantable neurostim ulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient reported that about a month or two ago they hit their head. The patient's healthcare provider (hcp) told them that "2 of the 4 ports are shorted out." The patient stated that the therapy wasn't giving them much of a problem when they hit their head, but after their hcp adjusted the dbs settings to "go to 2 ports instead of 3" the patient's head didn't feel right, noting that they were dizzy and their head was swimming. The patient's hcp told the patient that they planned on contacting a manufacturer representative (rep) to find out what they could do. The patient asked if they could speak to a rep to find out if their hcp had consulted with them yet. Agent reviewed role of rep and redirected the patient to their healthcare provider to further address the issue.